Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed a connection message. The product was returned and investigated for the connection message, however during investigation fire damage was observed in the usb port. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Burn marks on the usb port was observed. Usb cable was returned. Visual inspection has been performed on the usb/charging cable and burn marks on the usb port were observed. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and no issues were observed on the pcba. Nxp processor was present. Returned reader was placed into the reader pcba test fixture and applied pressure to the cpu. The reader did not power on. Burn marks were observed on the returned reader usb port. The reader was not able to turn on, therefore the case was forwarded to extended investigation. A visual inspection was performed with a digital microscope on the returned reader. The usb port on the pcba was observed to be burned and damaged. Also the returned charging cable port was observed to be burned and damaged. The device was brought to a lab bench for testing. The returned battery voltage was measured which was not within specification ranges. A known good battery was used for the remainder of testing. The pins in both ports were observed to be damaged. Multiple opens were observed upon performing a continuity test. The returned device did not turn on with a button depression, strip insertion or charging cable insertion. A hot spot was observed. The usb adapter was not returned with the remainder of the devices. Due to this, this issue will be closed to no product returned since not all relevant products were returned for the investigation. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter met specifications prior to release to distribution. The cable has been requested back for an investigation and the customer agreed to return the device; however, at this time cable has not yet been received. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device displayed a connection message. The product was returned and investigated for the connection message, however during investigation fire damage was observed in the usb port. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.